Manufacturer narrative:
B5: event description: on (B)(6) 2025 a reintervention was done using the additional device. The patient is doing well and discharged home on (B)(6) 2025. H6: code c19: a review of the manufacturing records indicated the lot met all pre-release requirements. The device remains implanted and is not available for analysis. It is unknown what device was attributed to the distal type I endoleak. Another device was used: (B)(4). Additional information was requested, however was not available. The cause of endoleak remains unknown. It is also unknown what other devices were used at the procedure and were attributed to the endoleak.

Event description:
On (B)(6) 2025. The patient underwent endovascular procedure using gore® excluder® conformable aaa endoprosthesis devices to treat an abdominal aortic aneurysm after dissection. It was a primary procedure for endovascular treatment. The patient tolerated the procedure. On (B)(6) 2025 a distal type I endoleak was noted and the physician planned to do a reintervention involving the registry device. According to the study data, the event was related to disease progression (index pathology). The event is ongoing (not recovered/not resolved). The physician is monitoring the patient. On (B)(6) 2025 a reintervention was done using the additional device. The patient is doing well and discharged home on (B)(6) 2025.

Manufacturer narrative:
H6. Code c21: a review of the manufacturing records of the device is going to be conducted. The investigation is in process. The device remains implanted and is not available for analysis. It is unknown what device was attributed to the distal type I endoleak. Another device was used: cxa320005e/(B)(6) UDI#: (B)(4). Further information will be provided. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025: the patient underwent endovascular procedure using gore® excluder® conformable aaa endoprosthesis devices to treat an abdominal aortic aneurysm after dissection. It was a primary procedure for endovascular treatment. The patient tolerated the procedure. On (B)(6) 2025: a distal type I endoleak was noted and the reintervention involving the registry device was planned. According to the study data, the event was related to disease progression (index pathology). The event is ongoing (not recovered / not resolved). The physician is monitoring the patient. The additional procedure was scheduled on (B)(6) 2025. Further information will be provided.